Manufacturer narrative:
Device evaluated by MFR: the ranger was returned for analysis. The returned device was inflated to its rated burst pressure of 14 atm with no leaks or issues noted. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the superficial femoral artery. A 5x200mm, 150cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to the rated burst pressure (rbp). The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.